Event description:
It was reported that a patient underwent a wrist procedure on an unknown date and absorbable hemostat was used. The patient complained of pain four days later, so the surgeon had to perform surgery again, and brown liquid came out of the patient's wrist. It wasn't blood, and when the surgeon did a bacterial test, nothing special was found. According to the surgeon, he didn't use an appropriate amount of surgicel powder and sprayed a large amount on the same area. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What are the name and date of index surgical procedure? 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 4. Was there any intraoperative concurrent use of other products? 5. What is the lot number? 6. Where was the surgicel used (on what tissue)? 7. How much surgicel was used during the procedure? 8. Was the surgicel product left in place? Was the excess irrigated and removed? 9. What were current symptoms following the index surgical procedure? Onset date? 10. Were cultures performed? If yes, results? 11. Has any surgical or medical intervention been performed? 12. What is physician¿s opinion as to the cause of or contributing factors to this event? 13. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative brown liquid? 14. What is the patient¿s current status? 15. What is the users experience w/ surgicel powder and other hemostatic agents? 16. Has the surgeon been advised to submit a medical information request regarding their inquiry, ¿the surgeon wants to know why this reaction came out, and according to the surgeon, he didn't use an appropriate amount of surgicel powder and sprayed a large amount on the same area.¿ this report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: 1. What are the name and date of index surgical procedure? Wrist surgery. 2. Was there any intraoperative concurrent use of other products? No, only bovie and surgicel powder, vicryl plus. 3. What is the lot number? Unknown, because it has already been used and discarded. 4. Where was the surgicel used (on what tissue)? Muscle layer. 5. How much surgicel was used during the procedure? At least pushed 5 times. 6. Was the surgicel product left in place? Was the excess irrigated and removed? Surgicel powder left in the place. 7. Has any surgical or medical intervention been performed? Re-op. 8. What is the patient¿s current status? It is ok after re-op. The following information was requested, but unavailable: 1. What were current symptoms following the index surgical procedure? Onset date? 2. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 3. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 4. Were cultures performed? If yes, results? 5. What is physician¿s opinion as to the cause of or contributing factors to this event? 6. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative brown liquid? 7. What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.